Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16101, 2938836-2019-16102. It was reported that lead exposure due to pocket erosion was observed. It was not known if infection has occurred. The device and leads were explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.